Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported issue was confirmed. The probable cause was the patient closed the mobile app.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.